Event description:
Additional information was received from a consumer indicating that the steps taken to resolve the ins moving and being on its side were that this time they removed it completely. When asked to clarify the report of the device failing, the patient stated it had been out of place 2 times, and this was their third surgery. The patient reported the circumstances that led to the device failing were not determined. When asked for the steps taken to resolve the device failing, the patient stated removal, and when they ended up going in with the last removal they had two surgeries in one day due to a hematoma. The patient noted that was four surgical procedures due to the device. No further complications were reported.

Manufacturer narrative:
Device code c53269 no longer applies to this event after additional information was received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported her device needed to be removed because it was out placed again and it was 3rd time and it was failing again. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins had moved and was on its side. The patient reported that they could feel it, they were experiencing a burning sensation, it was achy, and it hurt. The patient noted they had called and left a message with their clinic before the call. It was noted that there were no traumas or falls that could be related to the issue. It was noted that the issue occurred a couple of months ago in 2018. The patient was redirected to their healthcare provider. No further complications were reported.